Event description:
This ra lead was implanted on (B)(6) 2002 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that this lead had impedance of less than 200 ohms. Low 400's in 2004 and has been slowly and steadily declining. Patient in atrial fibrillation and there was no oversensing. The following physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).